Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user was unable to attach the connect adaptor during a supply change and could not connect the system until an agent observed via video that the adaptor had been installed backwards; after reorienting the adaptor on the tubing, the supply change proceeded without issue. Symptoms included no adverse clinical signs. Outcomes included successful completion of the supply change with restored device use and no need for medical care. Investigation included remote technical troubleshooting and visual inspection via video support. Investigation of this case revealed user handling error during assembly, specifically incorrect orientation of the connect adaptor, with the connector component implicated. It was concluded, based on previously established findings for similar reports, that the cause was user error.